Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained relevant events from (B)(6) 2022 through (B)(6) 2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) lists potential adverse events including peripheral thromboembolic event, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was concern for hemolysis due to elevated numbers. Log file analysis captured normal pump operation. The patient had down trending lactate dehydrogenase (ldh) and total bilirubin(tb) as of (B)(6) 2022. A diagnostic test revealed a left ventricular thrombus on (B)(6) 2022 that was smaller than pre-operatively. There were no power spikes or increased flows. The patient remained in the intensive care unit (ICU) post implant.